Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (05/26/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his one touch verio iq meter read inaccurately high compared to his feelings and or normal results. The complaint was classified based on the customer service representative¿s (csr) documentation. The patient reported that the alleged inaccuracy began at the ¿end of (B)(6)¿. On (B)(6) 2014 at 7:56 am the patient obtained a blood glucose result of ¿313 mg/dl¿ with the subject meter. On (B)(6) 2014 at 6:17 am the patient obtained a blood glucose result of ¿287 mg/dl¿ with the subject meter. The patient manages his diabetes with oral medication (metformin, januvia) and insulin (unknown type and dosage) and stated he continued with his usual dose of medication in response to the alleged inaccurate result(s) obtained with the subject meter. On (B)(6) 2013 at 10:32 am the patient stated his blood glucose was tested with an ER/hospital meter and he obtained a result of ¿260 mg/dl¿. The patient denied developing any symptoms. From ¿(B)(6) 2014¿, the patient stated he was ¿hospitalized¿ and received treatment from a health care professional (hcp); however, it is not known what type of treatment the patient received during his stay. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (04/12/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and 4/2/2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.